Event description:
The event was captured on a review of the article: predictors of early and late target lesion revascularization after drug-eluting stent implantation. It was reported that the study was from eight affiliated hospitals of the (B)(4)university of (B)(6) which ran from (B)(4) 2004 and (B)(4) 2009, consisting of 9,127 patients who were treated with first generation and second generation drug eluting stents. Of the 9,127 patients, 1,098 were treated with xience v stents. The study compared first generation to second generation drug eluting stents for early and late target lesion revascularization. Clinical outcomes for the xience v stent were as follows: 3.28% early target lesion revascularization (tlr); 0.73% late target lesion revascularization (tlr); no additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. Date of implant estimate based on date of publication. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Article attached: predictors of early and late target lesion revascularization after drug-eluting stent implantation. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.